Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix would not retract once it was torqued into place. The lead was capped, and another lead was implanted. No patient complications have been reported as a result of this event.